Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient had one lead for off-label use. Device 1 of 2. Reference MFR report #: 1627487-2016-02575. It was reported the patient lost stimulation due to lead migration. As a result, the patient's leads were explanted and replaced on (B)(6) 2016. The issue was resolved.